Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer received an "instrument not supported message" when installing the endoscope. The technical support engineer (tse) verified the scope and endoscope controller (ec) errors in the logs. The caller stated they have already tried two endoscopes, and both had the same issue. The tse walked the customer through a hard power cycle of the vision side cart (vsc) and the customer grabbed a third scope. The third scope successfully installed the issue was resolved. The caller confirmed they would reprocess both scopes and set aside for testing. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting an "instrument not supported message" when installing the endoscope, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) called the customer and confirmed that the issue had not recurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.